Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 495 mg/dl and a small to moderate ketone level. Reportedly, insulin used in the cartridge was left out in the sun in extreme temperature prior to use. Bg was treated via intravenous insulin and saline. Reportedly, customer left the eemergency room (ER) 8 hours later with the issue resolved and no permanent damage.

Manufacturer narrative:
Per tandem¿s user guide, ¿insulin should be at room temperature before filling cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.